Manufacturer narrative:
Unit received with unexpected lost sensor alarm due to faulty u7 on interface board. Unit alarmed a64 due to faulty y1 on rf board. Unit passed the displacement test, rewind test, and basic occlusion test. Unit received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed a64. The customer¿s blood glucose level was unknown at the time of the call the customer was having issues with lost sensor and weak sensor alarms at the time of the call. While troubleshooting the technician received the a64 alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.